Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: b3: correction: event date: (B)(6) 2022

Event description:
It was reported that a no disposable alarm occurred. The patient was instructed to hit the start/stop button to silence the alarm, reviewed the settings, power the pump off, close the clamps and remove the cassette. After this, the patient gently tapped the cassette to disperse any air bubbles in the line and pressed the green release. The cassette was replaced and pump was turned on, however, the device continued to alarm. The patient was instructed to turn the pump off again, disconnect the supplies and call the doctor for further instructions. A replacement for the device was issued. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.